Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 3 cm hypogastric artery aneurysm. It was reported that during the index procedure, the physician placed 3 plugs from another manufacturer for the in flow and out flow tracks. The last plug that was placed was protruding a couple of mm into the common/external iliac artery. The physician then implanted a 16/20 endurant limb across the hypogastric artery. When the final injection was completed there was still significant flow into the hypogastric aneurysm. The physician felt there was a type iii fabric endoleak and was not sure if was caused by the other manufacturer's plug decided to reline the stent graft with another manufacturer's 16mmx14mm graft. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.